Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the backup battery indicator was blinking red. After the device was powered off in an attempt to resolve the issue, it failed to power back on. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station did not power on. The field service engineer (fse) verified correct voltage supply from the wall outlet (124 vac) and confirmed battery charging at 36 vdc. Isolated the issue to a faulty power supply, replaced the power supply, and successfully restored system boot to the application. The system functioned as intended after the field service engineer (fse) repaired the device.